Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred intermittently after the pump was dropped. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 135 mg/dl.